Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number gd896936 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized one day after onset of the peritonitis. Treatment for the peritonitis event was not reported. The patient was discharged on an unreported date within the following month of hospitalization. At the time of this report, the patient was recovering from the event. On an unreported date, dianeal therapy was withdrawn. Additional information was requested but is not available. This is report 2 of 2 involved in this event.